Manufacturer narrative:
The implant has not returned for evaluation. A radiograph was provided which confirms the event of a screw backing out of the spacer. Review of the device history records showed no manufacturing or processing related irregularities. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: risk factors that may affect successful surgical outcomes include alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who use tobacco or nicotine products should be advised of the consequences that an increased incidence of non-union has been reported with patients who use tobacco or nicotine products. Attempting to rotate the locking mechanism over screws that are not fully seated within the interbody implant may result in damage to the locking mechanism. Possible adverse effects: initial or delayed loosening, bending, dislocation and/or breakage of device components. Postoperative management: immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Event description:
A patient underwent an anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2024. About three months postoperatively, a radiograph image revealed that the locking mechanism had failed causing the screw to start backing out.